Manufacturer narrative:
Based on the information provided, the cause of the reported bleeding is unknown. However, no product issue was alleged. If additional information is obtained, a follow-up MDR will be submitted. No images or videos for the event were shared. A site complaint history review and system log review could not performed due to insufficient or unconfirmed event information. This complaint is being reported due to the following conclusion: it as reported during an abstract from the 33rd annual meeting of the japan society for endoscopic surgery. Title: experience of massive bleeding in da vinci surgery and setting of console discontinuation criteria abstract number: ms-1 "the decision to continue or discontinue da vinci surgery is often left to the surgeon. Last year, I experienced an operation that required blood transfusion because the amount of bleeding exceeded 2000 ml in the da vinci operation of the urology department." Although there was no allegation of an isi device or system malfunction to have occurred during the procedure, the cause of the bleeding remains unknown. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Field b3 is blank because the actual event date is unknown. The section of d4 that are not applicable to this product are blank. Field d6 is blank because the product is not implantable.

Event description:
On 22-mar-2021, intuitive surgical, inc. (Isi) became aware of an abstract from the 33rd annual meeting of the japan society for endoscopic surgery title: experience of massive bleeding in da vinci surgery and setting of console discontinuation criteria abstract number: "ms-1 the decision to continue or discontinue da vinci surgery is often left to the surgeon. Last year, I experienced an operation that required blood transfusion because the amount of bleeding exceeded 2000 ml in the da vinci operation of the urology department." Isi contacted the author; however, the author could not remember the details of the procedure, and he only remembered that the patient is doing well after the procedure. He did not allege any issue with the davinci system or procedure. However, the cause of the bleeding was unknown.